Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 800mg/dl which was treated insulin drip. Customer¿s blood glucose at time of hospitalization was over 600mg/dl. Customer had symptoms like nausea, vomiting. Customer was not wearing insulin pump for less than 48 hours. Customer also reported that cannula was bent. Customer declined troubleshooting for this issue. Insulin pump will not be returned for analysis.